Event description:
It was reported a patient underwent a scar revision to left breast on (B)(6) 2022 and topical skin adhesive was used. 8 days post op, patient had an adverse reaction to adhesive resolving with treatment of steroids and antibiotics. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, device property of: none, device in possession of: none. Additional information has been requested and received. Date of procedure? Am/pm? (B)(6) 2022. Patient: age? Sex? (B)(6) female. Procedure? Scar revision left breast. Which prineo product: 22cm, 42cm or 60cm? 60cm. Scrub nurse name? Se scrub ac assistant. Time length until reaction occurred/reported? 8 days. What is the current patient status, was any intervention or treatment needed for recovery? Resolving: steroids and ab¿s. What did the patient experience report/ reaction? Redness blistering. Was there any changes to the surgeons routine/application or use of the prineo? No. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product available for return.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? No. Please describe how was the adhesive was applied. It was applied as per instructions for use. High volume user of the product and familiar with application. What prep was used prior to, during or after adhesive use? Not known, but the same for all his cases. Was a dressing placed over the incision? Yes. If so, what type of cover dressing used? Com-feel. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None known. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No, as per initial screening questions. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.